Event description:
Follow up information received identified the reported issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention for the scs ipg site due to pain. Reportedly, the patient's scs ipg site was uncomfortable when in the sitting position. During the procedure the physician revised the ipg site and moved it above the belt line on the left side.